Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately (B)(4) units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 70 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate and static. Customer continue to use existing cartridge for insulin delivery. Lastly, it was reported that an occlusion alarm occurred. Customer's blood glucose level was "high"; specific value not provided. Customer delivered a bolus via the pump and performed a supply change to address bg and resolve occlusion.